Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced an infection on his scrotum. The existing ipp was explanted and the patient was treated with antibiotics. There were no additional patient complications.